Event description:
It was reported that a pt cried in pain when cleo flushed, cleo was due for change today (7days old) therefore rn removed tegaderm holding cleo in place, and removed cleo: catheter measures 1 mm in length following removal (vs6 mm reference from packaging), insertion site red, raised, painful warm to touch, no discharge, ? Catheter might have remained in thigh, md informed and in to assess, unable to remove any thing from insertion site, will monitor insertion site for signs of infection and possible catheter coming out. Cleo left with educator to investigate faulty equipment. This is the second time in a week that a catheter has broken.

Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, smiths medical will perform further investigation. No lot number provided for DHR.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Additional information in h6 and h10. E4: initial reporter also sent report to FDA is unknown.